Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed it did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why longevity did not match the predicted model.

Event description:
It was reported that the device measured left ventricular pacing impedance of greater than 2500 ohms on several occasions, not reproducible with an analyzer. It was also reported that the device tripped elective replacement indicator (eri), however at the next interrogation it was no longer at eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.